Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional manufacturer narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after a total knee arthroscopy (tka) surgical procedure, during inspection of the attune em tibial ankle clamp device it was observed that part of the dial was not working properly. Specifically, the dial could not turn smoothly because there was a catch on the red dial part used when the changing inversion and eversion. It was reported that when the dial was turned clockwise and counterclockwise similarly, the dial felt like it stopped partway during rotation. However, it could turn when it was attempted to rotate multiple times. The surgery was completed successfully without any surgical delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: corrected: d4 (lot, primary UDI number). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "it was reported that on (B)(6) 2025, the patient underwent tka with the product in question. After the surgery, the product found that the part of dial was not working properly during inspection after cleaning. Specifically, the dial couldn¿t turn smoothly because there was a catch on the red dial part used it when the changing inversion and eversion. They tried to turn it clockwise and counterclockwise similarly, and the dial felt like it stopped partway during rotation. But it could turn when it was attempted to rotate multiple times. The surgery was completed successfully without any surgical delay. No further information is available." The product was returned to depuy synthes for evaluation. Visual analysis of the returned device revealed that the attune em tibial ankle clamp shows signs of significant wear, attributed to multiple uses. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A functional evaluation was performed on the ankle clamp m-l dial assembly, and resistance was observed when moving the dial from right to left. It is suspected that an internal locking-mechanism component has worn down due to repeated use and servicing, which could confirm the jammed condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune em tibial ankle clamp would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.